Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Reportedly, the user had a head trauma and does not hear anymore with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, the user had a head trauma and does not hear anymore with the device. The user has been re-implanted.

Event description:
Reportedly, the user had a head trauma and does not hear anymore with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user had a head trauma and does not hear anymore with the device. The user has been re-implanted.